Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 143mg/dl. Troubleshooting was performed. The display returned after a restart was performed. However, the device alarmed a pump error indicating the history pointers failed and are corrupted. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement insulin pump will be sent.

Manufacturer narrative:
Unit received with high sleep current due to corroded electronic assemblies. No blank display anomalies or pump error 49 noted. Unit passed selftest. However, unit alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with minor scratches on case, cracked case (battery tube), faded serial number label and minor scratches on lcd window.